Event description:
The territory manager (tm) of a male pt contacted lifecor customer support, to report that during the fitting, the pt services rep (psr) had trouble fitting the battery pack into the monitor. The psr used a different system to fit the pt. Customer support sent the tm another system.

Manufacturer narrative:
Device manufacture date: monitor. Battery pack - 08/2007, battery pack - 01/2008. Device evaluation summary: device evaluation of monitor, battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had damaged connectors. The connectors were repaired. Then the battery packs were retested and restocked. The root cause of the battery pack connector damage was likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor and battery packs. The pt received a replacement monitor and two replacement battery packs.